Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The balanced middle weight (bmw) guide wire is being filed under a separate manufacturing report number. The stent implant remains in the patient, and the stent delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the moderately tortuous proximal diagonal artery. The 2.75x15mm xience v stent implant was successfully deployed without reported issue; however, the balance middle weight (bmw) guide wire was difficult to remove and was likely caught with the struts of the deployed 2.75x15mm xience v stent implant. The struts of the deployed 2.75x15mm xience v stent implant became stretched and damaged. When the bmw guide wire was removed, it was noted to be stretched and separated, with a piece of the guide wire remaining inside the patient's body. A 3.0x15mm xience v stent implant was deployed to successfully complete the procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint database revealed no other similar incidents reported for stent damage or device damaged by another device from this lot. Based on the reviewed information, no product deficiency was identified.